Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Screw came off the toothbrush and landed in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, he/she suddenly felt something hard in his/her mouth. The consumer stated that it turned out that a screw came off the oral-b brushhead, version unknown and landed in his/her mouth. The consumer asserted that he/she had been a user of oral-b electric toothbrushes for years. No symptoms developed. No further information was provided.